Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the rupture. It is likely that the balloon rupture contributed to the balloon getting caught on the stent during retraction. However, based upon the available information, the definitive root cause could not be determined. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the subclavian vein, the pta balloon allegedly ruptured at 9atm. It was further reported that during retraction, the balloon catheter was allegedly stuck on a strut of a stent. After multiple attempts to retrieve the balloon, the patient was sent to the hospital for surgical intervention to remove the balloon catheter and introducer sheath. The patient was reported to be doing well post procedure.